Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specifications. Device passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 510 mg/dl. They reported receiving an alert on high and their glucose levels kept rising. After checking their infusion set site, they noticed that the infusion set was not connected to their body and the cannula was bent at a 90 degree angle. The customer reported that they did not receive any alarm. They experienced the following symptoms: abdominal pain, numbness, irritability, fast heart rate, and sweating. The customer was using the insulin pump system within 48 hours of the event. The customer reported that they were not feeling well and treated their highs with a manual injection. Their blood glucose level decreased to 459 mg/dl after 15 minutes on the call and decreased to 423 mg/dl after one hour on the call. The device failed the high pressure test during troubleshooting. It is unknown whether auto mode was in use at the time of the incident. The device will be returned for analysis.